Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 340 mg/dl. Reportedly, the suspected cause of the high bg was unknown. The customer delivered a bolus to stabilize impacted bg level.